Event description:
Spontaneous from patient asking for a new pump the current pump that patient has will not hold a charge and will not run off batteries. Patient stated her next infusion is on monday (B)(6). She has not missed any infusions due to pump issues. Patient provided serial# (B)(4) for the current pump. Advised patient that we can have a new pump shipped to arrive on (B)(6) and pickup of the old pump on (B)(6) 2021. No side effect was reported from defective pump. Reported to (B)(6) by pt/caregiver.